Event description:
It was reported that during treatment renasys device was being charging overnight, in the morning was not holding charge and turns itself off after turning on. There was a delay less that 30 minutes, a backup device was available and there was no harm or injury to the patient.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.